Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact on the customer¿s blood glucose level as the customer declined to provide specific information. Technical support provided information on resetting the pump, but unfortunately, the call was dropped, and an attempt to call back was made.